Manufacturer narrative:
Medtronic investigation of returned suspect usp finds that the unit started up and does charge with returned batteries. After charging the batteries for 6 hours, the unit failed load test, lasting only 1 min and 57 sec. The unit also failed visual inspection, there is physical damage to right side bracket and to left side bottom corner of the front panel. The reported event was confirmed to be caused by an electrical failure mode due to the usp not holding a charge. As previously reported, the ups was replaced, and the system passed testing and was found to be ready for use.

Manufacturer narrative:
The following additional information was received by the rep regarding the reported event. Initially, a text message was received from a site rep that "the oarm at (B)(6) is not working. Keeps freezing up." This was followed up with, "apparently the boom was overloaded. We are respinning."they found that "yes. The spot it was plugged (into the boom) was not giving power. Plugged in (to the wall) and working now." The error message comes up every time you unplug the unit to move it. The surgery was delayed an hour during this incident. A medtronic representative went to the site to test the equipment. The mobile view station uninterruptible power supply (ups) failed quickly upon unplugging from the wall. The ups was replaced, and the system passed testing and was found to be ready for use. The ups was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that during a spine procedure upon unplugging the mvs from the wall, the following error message displayed, "should change your battery or switch from outlet power to keep from losing your work." The surgery was completed with navigation and imaging. There was no impact to patient outcome.

Manufacturer narrative:
(B)(6).